Event description:
In the evening on the day of the event, an ambu 02-regulator fired with a flame burst through the pressure gauge, immediately after it was connected to a new 02 cylinder. Parts from the broken pressure gauge hit the rescuer in the face.